Event description:
Davinci instrument, bipolar forcep ref# (B)(4) failed to desiccate tissue. The grounding pad and bipolar cord connections were checked without resolve. The polar cord was replaced still without resolve. Another maryland bipolar instrument replaced the original and the issue was resolved. No patient injury occurred and a procedural delay of approx 2 min resulted. The surgeon was present at the time of instrument malfunction.